Manufacturer narrative:
The device was not returned as it remained in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic received information that the device did not open distally to have full wall apposition during treatment of an aneurysm located in the cavernous segment of the internal carotid artery (ica). The physician made several attempts to open the device as the patient had severe vessel tortuosity. It was reported that the physician resheathed the device and attempted to gain full wall apposition by manipulating the pushire and performing balloon angioplasty. It was then decided that a second device needed to be placed. No patient injury was reported.